Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she did not believe her pump was delivering insulin and that she was hospitalized for a blood glucose level exceeding 600 mg/dl. The customer felt thirst, nausea, and lack of appetite, and she experienced diabetic ketoacidosis. She was wearing her pump at the time of hospitalization, but the doctor treated her with a manual insulin injection. Troubleshooting was initiated and the pump passed the high pressure test and was able to prime properly. However, no insulin came out when attempting to push a fill cannula through. The insulin pump was returned for analysis and a replacement pump and six total infusion sets of two different kinds were shipped to the customer.